Manufacturer narrative:
A field service engineer (fse) evaluated the aia-900 analyzer at the customer's site. The fse replaced the solenoid valve on the aia-900 analyzer to resolve the reported event. The solenoid valve was returned for investigation to the tosoh instrument service center (isc). Isc was not able to replicate the reported event.

Event description:
This report summarizes <noe> 1 </noe> malfunction event on the aia-900 analyzer. The review of this event indicated that the aia-900 analyzer experienced a b/f probe purge error message, which caused delayed reporting of critical patient test results. This report was received from one (1) source. There was no indication of patient intervention or adverse health consequences due to the delayed reporting in patient results. This event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to the public health.